Event description:
It was reported patient presented for follow-up and high capture threshold was noted. Lead remains implanted. Patient will be monitored closely. There were no adverse consequences to patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.